Event description:
The pt's mother called lifescan on 10/25/04 and alleged that the pt's meter was prompting an apply sample message. The pt was unable to obtain a result on her meter due to the apply sample issue. The pt's mother contacted the pt's physician for advice and the physician advised her to replace the battery. No medical attention was provided. It is not known how long the pt was unable to test on the meter. The pt's mother reported that the correct testing technique was used. She attempted to test with a new vial of test strips and the issue persisted. Based on the info provided, there is an indication of a meter malfunction. However, there is no indication that the meter contributed to a serious injury. A replacement meter and testing supplies are being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.